Manufacturer narrative:
Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was wearing the cartridge for 4 days. Tandem technical support informed customer that wearing the cartridge for 4 days, is off label per the user guide. The customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 700 mg/dl. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Ultimately the customer reverted to an alternate method of insulin delivery.